Event description:
Deflation difficulty. During a coronary procedure, the balloon was inflated to 4 atmospheres, after the first inflation, the staff pulled back on the indeflator twice and the balloon did not deflate. The physician attached a quick prep syringe and pulled back; the physician attempted it twice, still the balloon did not deflate. Consequently, the balloon was pulled back inflated into the guiding catheter. The balloon catheter was removed and set aside; the procedure was conducted with a competitor's balloon and there was no adverse event or injury to the pt. Approx 30 minutes later, at the end of the procedure, the staff noticed that the balloon was still inflated. An indeflator was reattached and positive pressure was applied; the physician felt there was resistance but the balloon did not inflate until it reached 14 atms. The physician tried to pull negative pressure on the indeflator and still the balloon would not deflate. Attempts to deflate the balloon were conducted with a quick prep syringe but the balloon did not deflate. After a couple of days, the balloon was still inflated. Further info indicated that the balloon was prepped as per the instructions for use, using a contrast to saline ratio of 50:50. There was no difficulty advancing the lesion; the balloon was intended for treatment of a highly stenosed, moderately calcified lesion in the proximal left anterior descending.

Manufacturer narrative:
The product is available for evaluation; however, as of to date, it has not been returned. Add'l info will be submitted within 30 days upon receipt. Please note that based on reports of deflation difficulties encountered with the fire star ptca balloon catheter, cordis corp has initiated a worldwide voluntary recall for all distributed lots.